Event description:
N/a.

Manufacturer narrative:
Analysis of production for ship history conducted with ncmrs: (3331/213) a lot history record review was completed for lots 25157723, 25159631, and 25160032 the last 3 lots shipped to the account prior to the event/aware date. For lot or lots 25157723 and 25159631 there were no ncmrs, rework, or deviations documented for the reported lot number or lot numbers. For lot 25160032 there were ncmrs, rework, or deviations documented for the reported lot number or lot numbers. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct 2019 to sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 10/14/2021. An investigation was conducted on 11/20/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw closest to the tip of the heater wire due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element separated from jaw upon opening kit. No additional incisions. No patient harm. Lengthened case. Finished case with different kit.